Event description:
It was reported that the patient presented remotely via merlin.net. Review of transmission revealed that the right ventricular lead exhibited cross-talk oversensing resulting in pacing inhibition. No interventions were performed. There were no patient consequences.

Event description:
It was reported that the patient presented remotely via merlin.net. Review of transmission revealed that the right ventricular lead exhibited cross-talk oversensing resulting in pacing inhibition. No interventions were performed. There were no patient consequences.